Event description:
It was reported that the device was showing the primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were found intact, and the device had no external physical damage. A review of the event history log identified primary audible alarm background test error in the history. Functional testing was performed using multiple flow and occlusion tests. Testing was unable to duplicate the reported problem. No root cause could be determined. The speaker was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).